Manufacturer narrative:
The account replaced the cardio pulmonary resuscitation valve to resolve the issue.

Event description:
The account alleged that the bed has no cardio pulmonary resuscitation function. No injury reported.